Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reported elevated blood glucose (bg) levels during a two week period. She stated that her bg was about 200 mg/dl to 300 mg/dl one week; 300 mg/dl to 400 mg/dl the next week. She reported some nausea with no other symptoms of hyperglycemia; she did not check for the presence of ketones. The pt reported that she rotates infusion sites on her abdomen every two to three days, she does not use areas that are scarred, and the sites appeared normal. She reported that three cartridges leaked near the plunger end. The pt noted that her bg resolved to her normal range around 120 mg/dl with each incident after injections of insulin.